Manufacturer narrative:
The investigation thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23180 in accordance with updated procedures.

Event description:
The complainant reported a patient was admitted with acute myocardial infarction/cardiogenic shock had impella 5.5 pump support ongoing. The team placed the pump as an escalation from an impella cp. The patient developed thrombocytopenia. The pump remained on until support was withdrawn after 19 days. The patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿